Manufacturer narrative:
(B)(4). Method: actual device not evaluated (cuvette/single-use disposable). Result: results pending completion of evaluation. Conclusion: conclusion not yet available - evaluation in progress. Itc has requested all date required for form 3500a.

Event description:
Healthcare professional reports higher than expected results with hemochron jr. Citrated aptt cuvette assay. During pre-operative screening for an unspecified procedure, the aptt test generated result of 72 plasma equivalent second and a repeated test generated 74 plasma equivalent seconds, which were both higher than expected. The healthcare facility's expected normal range is 21-35 seconds. A sample was tested at the reference laboratory for confirmation and results was 36 seconds. The patient was evaluated based on the laboratory result. No adverse event(s) reported.